Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a tee (transesophageal echocardiogram) revealed that the inflow of the pump was embedded into left ventricle (lv) tissue. No alarms were reported and the patient was not symptomatic. A decision was made by the hospital to exchange the pump to another manufacturer¿s device.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the pump exchange to another manufacturer's device, the patient's inr was 1.9 and lactate dehydrogenase level was 1144 u/l. The patient was ramped and placed on heparin and integrilin. The patient developed a gi bleed at which time integrilin was discontinued, but heparin was continued until the time of the pump exchange. It was reported that the decision to choose another manufacturer's device was because the surgeon wanted to choose lateral pump to implant minimally invasively and avoid re-sternotomy. It was further reported that the current manufacturer's cannula is malpositioned and the patient is currently in cardiogenic shock.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades, occluding the blood pathway. The lack of laminated layering indicated that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared denatured and there were contact marks on the outlet bearing cup and outlet cone section of the rotor, suggesting that the deposition was present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet tube, knitted graft, inlet elbow, outlet elbow, outflow graft and on the body and blades of the rotor. The depositions appeared to have developed due to poor surface washing as the result of a low flow state or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient was admitted to the hospital on (B)(6) 2014 from the clinic due to elevated ldh at 1042. She was started on heparin and integrillin, however she developed gi bleed and integrillin was discontinued. She continued having elevated ldh concerning for the pump thrombosis. During the hospital stay she also was bacteremic which delayed surgery. Subsequently, she underwent the device exchange on (B)(6).

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.